Event description:
Patient's family member called 2/02, alleging patient's one touch profile meter would not power on. Patient's family member stated pt's meter would not power on for 2-3 weeks. Patient had symptoms of headache. Patient was taken to the hospital for hyperglycemia and was treated for high blood sugar.